Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 with signs of infection and deteriorating pocket. The patient states that the pocket never healed following device change in 2019. The physician believes the cause of infection originated from the procedure and not the device. The implantable cardioverter defibrillator system (ICD) was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
It was reported that there was infection. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.